Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a euphora balloon to treat a lesion. No damage noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issue noted. Negative prep performed with no issue. The device was used without any issues. After it was used, the physician noticed that the duration of sterility had expired by approx 7 days. Patient status is alive - no injury.